Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1884 to 1884x as per new additional information and updated in sections d1/d2a/d2b and d4. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (removed health effect - clinical code 1912 and it's health effect - impact code 4644) and h6 (medical device problem code 2993 has been replaced with 1311 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per updated complaint text, customer reported having a low blood glucose value of 18mg/dl on november 20, 2024 due to inaccurate basal settings (entered by customer per attached email). Low was treated with carbohydrates, calling the paramedics, being given intravenous drip of dextrose by the paramedics, and going to the emergency room. Low was not treated with insulin drip. Customer alleged over delivery. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hypoglycemia and admitted in to emergency room for treatment. The customer reported, blood glucose value of 18 mg/dl. And the hypoglycemic event was treated with glucose/carb intake, IV insulin drip. The event involved product(s) mmt-1884, mmt-441a, mmt-342. Troubleshooting was initiated, for hypoglycemic event. The customer does not feel ok to troubleshoot. It was unknown, whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, no product return is required for mmt-441a, no product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.